Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. Programming changes were made. Patient condition was stable.